Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl and other blood glucose value was 279 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer reported that the insulin pump was off at the time of high blood glucose, when customer replace the battery insulin pump went turn on and then there's insulin pump error alarm. The insulin pump will not be returned for analysis.